Event description:
Issue related to the removal of the cap off the PICC line and the direct insertion of hub of vacutainer into the PICC line port. When the hub broke off inside of the PICC line there was no way to remove the retainer piece requiring the line to be removed.